Event description:
It was reported that during an ablation procedure using a therapy cool flex ablation catheter, the irrigation port detached from the catheter. A few minutes into the procedure, the detachment was noted without the irrigation pump alarming. The catheter was exchanged to complete the procedure without consequences to the pt.

Manufacturer narrative:
We are awaiting device return. Upon receipt and analysis of the device, a follow-up report will be submitted.